Event description:
It was reported that during implant the atrial pin would not go into header despite using mineral oil and backing set screw out. The impedance measured greater than 3000 ohms. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.the reported field event could not be confirmed in the laboratory. The device was tested on the bench and found to be normal. Pin gauge measurements of the atrial lead bore diameters were found to be within specifications.